Event description:
Clinic reports that during treatment blood was found leaking from the tubing - location is reported as "where the venous sample port past the venous drip chamber is connected to the line". The line was changed and treatment was restarted without further incident. Sample is available. Estimated blood loss, 50cc. Questionnaire faxed on 5-4-00. Questionnaire indicates that the leak is coming from the venous inline injection site.